Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 119 mg/dl (system 1) and 64 mg/dl (system 2). The reported results were compared to the doctor's meter within 10 minutes. The result on the doctor's meter was 121 mg/dl. No adverse event reported. There were two different test strip drums with the same lot number used for each meter and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.